Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, it was reported that the patient line was not properly primed prior to the patient connecting. The homechoice and homechoice pro apd systems patient at-home guide, which is shipped with every homechoice device provides step-by-step instructions for properly priming the disposable set and says to verify that the patient line is properly primed. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
It was reported that there were air bubbles in the patient line during peritoneal dialysis therapy on the homechoice device. The air was noticed during the initial drain, while the patient was connected. The technical service representative (tsr) assisted the patient with ending the therapy. During the troubleshooting, it was determined that the patient line was not properly primed prior to connecting. The tsr instructed to check the patient line before connecting to ensure that no air was in the patient line. The patient was going to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.